Manufacturer narrative:
Evaluation of the returned pod8 confirmed that the embolization coil was detached from its pusher assembly. If the device is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire. If this occurs, the embolization will detach from the pusher assembly. Further evaluation of the device revealed that the sr wire was fractured. This damage was likely incidental to the complaint and the root cause could not be determined. Evaluation also revealed that the embolization coil had offset coil winds and the pusher assembly was kinked. Some of the offset coil winds likely occurred due to forceful advancement against resistance during the procedure and some of them were likely occurred due to the sr wire fracture. The kinks on the pusher assembly were incidental to the reported complaint and likely occurred during packaging for the device return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a pod coil and a non-penumbra microcatheter. During the procedure, while advancing the pod coil through the microcatheter, the physician experienced resistance and decided to retract the pod coil. Upon retraction, the pod coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed and the pod coil was flushed out. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.